Event description:
It was reported that an ilet user on the fourth day of pump use experienced a low glucose episode after an accidental dinner meal announcement appeared in the log despite the user not eating or recalling announcing a meal. The event was managed at home with oral glucose including soda and a glucose tablet, and glucose returned to range. Symptoms included hypoglycemia with a nadir of 59 mg/dl. Outcomes included a minor injury of hypoglycemia with no lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.